Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic, upon device interrogation, non-sustained rv oversensing episodes were triggered during a ventricular tachycardia and r-waves were intermittent undersensing was observed on the device. Programming changes were made. Patient was stable prior, during and post programming changes and will continue to be monitored.

Event description:
New information received: patient presented in clinic and undersensing issue was observed on the device. Upon session records review via merlin.net transmission presence of undersensing was confirmed. Patient was stable. Programming changes were made and no false non-sustained rv oversensing alerts were received. Patient will continue to be monitored remotely and in clinic visits.